Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient left knee revision surgery is most likely due to the patients underlying conditions. This device is used for treatment, not diagnosis. Initial reporter: attorney.

Event description:
It was reported that a patient experienced a surgical revision procedure to the left knee for reasons unknown. There is no indication or complaint that the devices malfunctioned. Information was requested, and no additional information was provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00494, 1038671-2019-05011, 1038671-2019-05012.